Event description:
Two balloons burst during the first inflation of a tibial angioplasty of a calcified lesion. Another balloon catheter used to successfully complete the procedure without pt complications. The devices were returned, evaluated and retained by this MFR. The engineering eval indicated that pressure testing both units reveals leaks. Microscopic exam of the first balloon indicated a one centimeter longitudinal burst located from .9 to 1.9 cms distal to the proximal radiopaque marker. Microscopic exam of the second unit indicated a three millimeter longitudinal tear located over the proximal radiopaque marker. Scratches were noted on both balloon surfaces. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up revealed these balloon catheters were used in a calcified lesion. These devices displayed characteristics consistent with contact with a sharp external source, scratched in the balloon surface. Therefore, co believes these factors contributed to this event and does not attribute it to the devices. Directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples. If loss of rpessure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."